Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in bleeding or bruising at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient stated on (B)(6) 2019, she had to seek medical attention. Her blood glucose readings had been over 400 mg/dl for more than 8 hours. She removed a pod and activated a new one. She also gave herself 4 insulin pen shots. When she gave herself manual injections, she suspended the insulin on her pod. When she arrived at the hospital they placed her on a IV of saline fluid. She was experiencing a headache and she was also given ibuprofen (600 mg), administered through a pill. Patient was prescribed 5 days worth of ibuprofen (600 mg). While she was at the hospital they advised her to take the pod off. She went through the standard deactivation process. Her pdm (personal diabetes manager) displayed a message saying there was no active pod. She then removed the pod. When the pod was removed the site started to bleed. Three nurses had to come in and use gauze to stop the bleeding on the site. She now has a bruise on where the pod was located. The adhesive around the pod had blood on it. She was at the hospital for 4 hours before she was discharged. Before she was discharged she activated a new pod. With the new pod her blood glucose was still not going down. She called her endocrinologist's office when she got home. They advised to check her blood glucose every 30 minutes and drink plenty of water. She was still in the 300's mg/dl and 400's mg/dl at this time. At 1:22 pm her blood glucose was 330 mg/dl, at 2:37 her blood glucose was 316 mg/dl, at 3:23 pm her blood glucose was 277 mg/dl, and at 6:44 pm her blood glucose read "high" which is above 400 mg/dl. She was told by her endocrinologist to use manual injections. She gave herself 3 units of insulin through the injection and her blood glucose results was 316 mg/dl. She did not provide a time for the manual injection. On (B)(6) 2019 her blood glucose was still very high. After that she activated a new pod, with that new pod her blood glucose have been more steady. Patient has an appointment with her endocrinologist to go over her settings. The endocrinologist believes her basal rate is too low and that is why she is going higher than normal. Patient advised she was not diagnosed with anything related to diabetes.